Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that the operator of an atellica ch 930 instrument tested serum samples using a urine test definition in order to obtain unflagged results that were reported to the physician(s). The customer reportedly performed a look back at each sample that was tested in this manner. The ccc informed the customer that running a serum specimen as a urine specimen in order to obtain an unflagged result is not supported by siemens product labeling. The cause of the event is a use error. The instrument is performing according to specifications. No further evaluation of this instrument is required. The following medical device reports (MDR) were filed for the same event: MDR 2432235-2018-00236; MDR 2432235-2018-00237; MDR 2432235-2018-00250; MDR 2432235-2018-00251; MDR 2432235-2018-00252.

Event description:
Serum specimen type patient samples were tested for sodium, potassium and chloride on an atellica ch 930 instrument. The instrument gave an integrated multisensor technology error (imt error). Test results were not obtained because of the error. The same serum samples were repeated using urine as the specimen type. Unflagged urine test results were obtained and reported to the physician(s) as serum specimen results. There are no reports of patient intervention or adverse health consequences due to the reporting of a serum specimen result that was tested as a urine specimen.